Event description:
Bone biopsy procedure was performed on large pt. The "long" biopsy set (19.5 cm) was inserted into the bonopty penetration cannula which was anchored appropriately into cortex (prostate met). There was notable resistance to manually turning the biopsy device, with associated torque build up. The physician performing the procedure stated there was a sudden release of resistance. The distal tip of the biopsy cannula had broken. After review and confirmation of the broken metal tip, the pt was taken to the operating room and the metal fragment was removed from the pt. Pt was discharged that day.

Manufacturer narrative:
Manufacturer has requested to get the device back for analysis. The device has not been sent back. From instructions for use: if a target or trajectory proves to be too hard to sample or penetrate using the bonopty biopsy cannula, stop the procedure and remove the cannula.